Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience of heat transfer could not be replicated or confirmed. The event unit met current specifications and there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Correction - h5: labeled for single use was updated from yes to no.

Event description:
Procedure performed: na (before use). Event description: [facility] this is a complaint from the market. Administrative no.(B)(4). Report from the sales rep: when pouring hot water into c3001 and holding the canister in preparation for the procedure, the outer surface became too hot to hold. The case was completed with the same one. This was the first time they had used it. We tried to check what temperature hot water was put in, but did not get an answer due to the covid-19. Initial investigation report the event unit was returned to us and visually inspected. The inner surface of the bottle was seemed to be scratched (pic.1). The unit will be returned to amr for further evaluation. Admin# (B)(4). Products available for return: 1 bottle. Patient status: na (before use). Type of intervention: na (before use).

Manufacturer narrative:
The event unit is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: na (before use). [Facility]. This is a complaint from the market. Administrative no.(B)(4). Please refer to the complaint sheet for investigation. Report from the sales rep: when pouring hot water into c3001 and holding the canister in preparation for the procedure, the outer surface became too hot to hold. The case was completed with the same one. This was the first time they had used it. We tried to check what temperature hot water was put in, but did not get an answer due to the covid-19. Initial investigation report the event unit was returned to us and visually inspected. The inner surface of the bottle was seemed to be scratched (pic.1). The unit will be returned to amr for further evaluation. Admin# (B)(6). Products available for return: 1 bottle. Patient status: (before use). Type of intervention: (before use).